Event description:
The reporter indicated that the vns system was explanted due to an infection. The infection was treated with antibiotis, I&d, and explant of the pulse generator only. The infection has reportedly resolved and the pt was reimplanted approx 4 months later with no reported problems. Both pre-operative and intraoperative antibiotics were prescribed at the time of initial implant surgery along with a course of post-operative antibiotic therapy. The ncp system tunneling tool was used as a single-use-only device during the procedure. The infection was present at the pulse generator/pocket area. It is not known whether the pt had undergone any other surgical or dental procedure or invasive monitoring either three months pre or post vns implant surgery. The pt is not implanted with any other devices. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices.